Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed three alerts for shock out-of-range impedance measurements on the right ventricular (rv) lead. Technical service (ts) was reached out and troubleshooting options were recommended. At this time the product remains in service and no adverse patient effects were reported.